Manufacturer narrative:
Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. H6 - code c19: review of device manufacturing record history confirmed device met pre-release specifications. H6 - code b23: device was expected to be returned; however, as of today no device or images have been made available for aid in further investigation. H6 - code f2301: angioplasty was performed as there was no device available. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore: during treatment of a stenosis in the cephalic arch, an 8fr sheath (unspecified brand) was used to advance a gore® viabahn® endoprosthesis with heparin bioactive surface (viabahn® device) over a .035/260 cm cook exchange wire. The viabahn® device reached the target lesion and deployment was initiated. The deployment line started unraveling, but became stuck and the viabahn® device started bow stringing. The physician release the deployment line tension and was able to withdraw the constrained device back through the sheath with no issues and no harm to patient. The physician completed the procedure by performing angioplasty. Physician stated he believes the deployment line might have been caught on some part of the stent. After device was removed, physician tried to deploy the device on the back table, but the line remained stuck.

Manufacturer narrative:
D8; d9: device was returned. Fields were updated. H6 - code b01: the engineering evaluation states the engineering evaluation report details observations made directly on the returned device in addition to device photos captured during evaluation. The reported failure mode of stuck deployment line is consistent with the findings during engineering evaluation. The root cause of the reported stuck deployment line and observed kink in distal shaft could not be established with the available information.